Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred for a week. The customer reported a blood glucose (bg) level of 140 (mg/dl). The customer changed the infusion set and resumed insulin delivery. Due to the occlusion occurring in the past and supplies being changed, troubleshooting to determine the source of the occlusion was unable to be determined.